Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported by the customer that the insulin pump was exposed to water no the display is blank. Customer's blood glucose level at the time 329mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.